Event description:
Patient fell after the alarm box that was being used was blinking both green then red. It is not the best design. When the alarm is engaged, it blinks green. When it is not, it blinks green and then red. When the nurse looked at the alarm she saw the green blinking light. She believed that the alarm was engaged. What she did not see was the alarm blink red after she looked away. Because she felt her patient was secure, she left the room. The patient got out of bed and fell, fracturing her arm. The alarm is a "posey sitter elite 8345".